Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe had an unspecified failure. The following information was provided by the initial reporter: material no: 306547 batch no: 9205515. It was reported that customer sent one used me2017 -attached to one used 10ml bd syringe. Verbatim: bag 44 - pt. Event; unspecified failure: customer sent one used me2017 -attached to one used 10ml bd syringe.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe had an unspecified failure. The following information was provided by the initial reporter: material no: 306547 batch no: 9205515 it was reported that customer sent one used me2017 -attached to one used 10ml bd syringe. Verbatim: bag 44 - pt. Event; unspecified failure: customer sent one used me2017 -attached to one used 10ml bd syringe.

Manufacturer narrative:
Correction: this complaint will be cancelled. This is a duplicate complaint of pr# (B)(4).